Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was defective. Tissue was sticking to the jaws throughout the case. Case was finished successfully with original instrument. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lot numbers 25137864, 25138422, and 25138494, the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws. Charred tissue was observed on the jaws. The heater wire was observed to be flexed at the center and detached at the tip, while remaining attached at the base. The shaft of the device was also observed to be bowed, or bent. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues for the device during testing. Based on the return condition of the device, the reported failure mode "failure to cut " was not confirmed, however the analyzed failures "bent wire" and "bent shaft" are confirmed. A lot number was not provided and a vendor batch could not be identified, therefore we were not able to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was defective. Tissue was sticking to the jaws throughout the case. Case was finished successfully with original instrument. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lot numbers 25137864, 25138422, and 25138494, the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws. Charred tissue was observed on the jaws. The heater wire was observed to be flexed at the center and detached at the tip, while remaining attached at the base. The shaft of the device was also observed to be bowed, or bent. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues for the device during testing. Based on the return condition of the device, the reported failure mode "failure to cut " was not confirmed, however the analyzed failures "bent wire" and "bent shaft" are confirmed. A lot number was not provided and a vendor batch could not be identified, therefore we were not able to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was defective. Tissue was sticking to the jaws throughout the case. Case was finished successfully with original instrument. The hospital did not report any patient effects.